Event description:
It was reported that customer could not find tandem-branded usb cable and was unable to update pump, and requested information about cable type or how to obtain new cable. There was no reported impact to the customer¿s blood glucose level. Customer support attempted follow-up by phone and left a voicemail, then planned a second follow-up email to provide usb cable type information and close case, and no additional information was received regarding any further actions or outcome.